Event description:
Customer reported a malfunction with their pump, specifically a malf 12 code, which had occurred at least three times before. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement pump to be sent and instructed the customer on how to return the faulty pump and transition to the new one. The customer was using multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.